Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, broken battery tube threads, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries in the insulin pump were not lasting. They were getting a replace battery now alarm and delivery would be stopped within 30 minutes. Troubleshooting was performed. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the side of the battery compartment was melted. The damage was due to heat from stove. They had laid the insulin pump on the counter while they were cooking. The customer¿s blood glucose level was 152 mg/dl. The device will be returned for analysis.